Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used to treat a 7cm malignant esophageal stricture in the esophagus during a metal stenting procedure performed on (B)(6) 2025. The patient's anatomy was very tight and was dilated prior to stent placement. During the procedure, the physician tried to open the stent multiple times, but it failed to deploy. Consequently, the procedure was cancelled. No further procedures are planned. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of a cancelled/rescheduled procedure.